Event description:
It was reported that during a routine follow-up, multiple episodes of non-sustained oversensing due to suspected intermittent loss of capture were observed. Programming changes were made and patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.